Manufacturer narrative:
(B)(4). Product registration - correction. B5: describe event or problem ¿ correction. D4: model no - correction. D4: catalog no - correction. D4: serial no - correction. D4: lot no - correction. D4: expiration date - correction. Primary UDI number- correction. G3: date received by manufacturer - additional. H2: type of follow up - correction/additional information. H4: device mfg date - correction. H5: labeled for single use - correction. H6: component code - correction . H6: medical device problem code - correction. H6: type of investigation - correction. H10: corrected data.

Event description:
It was reported that there was a warm up issue; restart during session. Data was provided for investigation. Confirmation of the complaint was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert/notification settings issue occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.